Manufacturer narrative:
Initial reporter name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 set, external fluid leakage was observed, reported as due to effluent bag damage (no further details). It was reported the set was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4) a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture did not identifying any specific defect on the impacted set and drain bag, therefore the cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.